Manufacturer narrative:
The a7 anesthesia system was evaluated by a mindray service representative, who determined that an internal tube was loose. The tube was reconnected and the facility returned the system to use with no further reports of an o2 gas leak.

Event description:
It was reported that at the start of a case using an a7 anesthesia system, the clinician turned up the o2 to 6 liters and there was no o2 flowing out of the patient's mask. An audible leak was noted from inside the system. The patient was manually ventilated, the system did not auto ventilate during this time. No patient injury was reported.